Event description:
The device was explanted when the lead perforated in the right ventricle apex. The patient's condition after event is unknown. Lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.